Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead had perforated the patient. Surgical intervention was performed to reposition the ra lead. During the procedure, oversensing of noise from electrocautery was noted. The ra lead remains in service and there were no additional adverse patient effects reported.